Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented follow up with the right ventricular lead exhibiting low defibrillation impedance and noise. No interventions were made and the patient will continue to be monitored.